Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Service and repair evaluation: the customer reported the device had an unknown defect. The repair technician reported the device had missing parts. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: retaining nut, spring for, gen 1 handle screws a (7), gen 1 handle screws b (7). The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2020 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 40. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.501.080. Lot: 7738572. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is company representative; no facility information is known at this time. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the application instrument for sternal zipfix was not tensioning the zipfix implant as intended. The defect was noticed after washing of the instrument. There was no patient involvement. This is report 1 of 1 for (B)(4).